Event description:
It was reported that the device experienced early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the returned device did not detect any performance issues, but the calculated longevity result of 82% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. Concomitant medical products: 6721m, implantable tachy leads x2 (B)(6) 2010; 511211, competitor implantable pacing leads x2 (B)(6) 2010; 4968, implantable pacing lead, (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 694958, implantable tachy lead, (B)(6) 2007; 511211, competitor implantable pacing lead, (B)(6) 2010; 511211, competitor implantable pacing lead, (B)(6) 2010. (B)(4).